Manufacturer narrative:
(B)(4). Initial surgery in 1994. Concomitant medical products- unknown mallory head, unknown flared universal ringloc cup, unknown stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision of liner and femoral head 24 years post initial surgery due to poly wear. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Review of x-rays revealed superior migration of the femoral head within the shell, suggestive of poly wear. No loosening or radiolucency associated with the stem or shell. Heterotopic ossification was observed along the superolateral acetabulum. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.